Manufacturer narrative:
Summary of evaluation: the results of the evaluation are inconclusive in accurately determining a specific root cause. However, the findings support that the femoral head was not loose during implantation.

Event description:
Upon revision, the head fell off the fracture stem.